Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction or deficiency reported for this event.

Event description:
On 14/jun/2024 a peritoneal dialysis registered nurse (pdrn) contacted fresenius customer service to deactivate this patient. The patient passed away on (B)(6) 2024. It was not confirmed it the patient was on the liberty select cycler at the time of death. The cause of death was unknown. Additional information was obtained through follow-up with a pdrn from the clinic. The pdrn confirmed the patient passed away on (B)(6) 2024. The pdrn spoke to the patient¿s brother. He could not confirm if the patient was in active treatment at the time of death. Additionally, the cause of death was not known. The pdrn stated the patient could have had hypoglycemia, but that was not confirmed.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2024 a peritoneal dialysis registered nurse (pdrn) contacted fresenius customer service to deactivate this patient. The patient passed away on (B)(6) 2024. It was not confirmed it the patient was on the liberty select cycler at the time of death. The cause of death was unknown. Additional information was obtained through follow-up with a pdrn from the clinic. The pdrn confirmed the patient passed away on 30/may/2024. The pdrn spoke to the patient¿s brother. He could not confirm if the patient was in active treatment at the time of death. Additionally, the cause of death was not known. The pdrn stated the patient could have had hypoglycemia, but that was not confirmed.